Event description:
Revision surgery-patient had infected knee. Insert exchange.

Manufacturer narrative:
This investigation is limited in scope since the device was not returned to encore-austin for examination. If the device can be returned at a future date, this investigation may be re-evaluated. The root cause of the revision surgery was identified as an infection. The source of the infection is unk. The data reviewed supports that this incident was not the result of a product or process defect. A review of the implant device history record (DHR), product complaint report (pcr) database, and sterilization records show that this tibial insert met biocompatibility, sterilization, shelf-life, design, and mfg requirements. Inventory containment is not required. There are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. This is the final report.